Event description:
Bayer case number: (B)(4) pain [pelvic pain female], recurrent urinary infections and bleeding [urinary infection] , bleeding [genital bleeding], urinary leakage requiring me to constantly wear protection [urinary incontinence], fatigue [fatigue] , iron deficiency [iron deficiency] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 22-jul-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 44-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 912 days after essure insertion, she experienced urinary incontinence ("urinary leakage requiring me to constantly wear protection"). On (B)(6) 2015 she experienced urinary tract infection ("recurrent urinary infections and bleeding") and genital haemorrhage ("bleeding"). On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue") and iron deficiency ("iron deficiency"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. On (B)(6) 2017, urinary tract infection and genital haemorrhage had resolved. At the time of the report, the urinary incontinence had resolved and the pelvic pain, fatigue and iron deficiency had not resolved. No causality assessment was received for essure with regard to urinary tract infection, genital haemorrhage, urinary incontinence, pelvic pain, fatigue or iron deficiency. The reporter commented: patient's current status: pain iron deficiency, fatigue can you imagine the psychological consequences of not being able to walk without peeing yourself? For 11 years? And thinking that your life is over not being able to go for a walk... Having giant leaks that wet your trousers, your chair and the sofa at your friends' house or at a restaurant!!!! This product is a disgrace... Denying its side effects is an even bigger disgrace. Actions taken to treat the patient in the healthcare facility: pain, iron deficiency, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Pain [pelvic pain female] recurrent urinary infections and bleeding [urinary infection] bleeding [genital bleeding] urinary leakage requiring me to constantly wear protection [urinary incontinence] fatigue [fatigue] iron deficiency [iron deficiency]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 22-jul-2025. The most recent information was received on 05-aug-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 912 days after essure insertion, she experienced urinary incontinence ("urinary leakage requiring me to constantly wear protection"). On (B)(6) 2015 she experienced urinary tract infection ("recurrent urinary infections and bleeding") and genital haemorrhage ("bleeding"). Essure was removed on (B)(6) 2021. On unknown date she experienced pelvic pain (seriousness criterion intervention required), fatigue ("fatigue") and iron deficiency ("iron deficiency"). The patient was treated with surgery (to remove essure). On (B)(6) 2017, urinary tract infection and genital haemorrhage had resolved. At the time of the report, the urinary incontinence had resolved and the pelvic pain, fatigue and iron deficiency had not resolved. No causality assessment was received for essure with regard to urinary tract infection, genital haemorrhage, urinary incontinence, pelvic pain, fatigue or iron deficiency. The reporter commented: patient's current status: pain iron deficiency, fatigue can you imagine the psychological consequences of not being able to walk without peeing yourself? For 11 years? And thinking that your life is over not being able to go for a walk... Having giant leaks that wet your trousers, your chair and the sofa at your friends' house or at a restaurant!!!! This product is a disgrace... Denying its side effects is an even bigger disgrace. Actions taken to treat the patient in the healthcare facility: pain, iron deficiency, fatigue. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 75 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-aug-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.